Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that shim is broken.

Manufacturer narrative:
Please disregard the report of this product as it was reported in error. Update (B)(6) 2017 upon evaluation by the analyst of the returned device, it has been determined that the shim is damaged/cracking around the metal inserts. No breakage/material missing. Therefore, no patient death, serious injury or evidence of a previously reportable product malfunction. The product is still reportedly intact; no pieces were broken off, no serious injury likely. If this malfunction were to reoccur, serious injury is unlikely, as no fragments were broken off. Updated (B)(6) 2017.